Event description:
Report received from an abbott international affiliate of a tubing separation. A pt was receiving an unspecified general IV solution on the oncology ward when the tubing reportedly separated at the proximal y-injection site. The incident caused a loss of IV solution fluid as it spilled onto the pt. The problem also caused an unspecified delay in the treatment as a new IV set had to be primed and set up. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.